Event description:
It was reported that the stylus pen and screen interface were not matching up and that the screen would sometimes not boot up. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that some parts of the display would skip intermittently when the stylus was moved across the screen. This was caused by the display being out of electrical specification.